Manufacturer narrative:
Reported event: it was reported that the mics screw fell off during a tka case . Product evaluation and results: the product was unavailable for inspection as the product was not returned, although the pictures provided clearly shows that the screw was missing from the handle . Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k09qa and accepted into final stock on 06/08/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063 lot number k09qa shows 02 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Although the pictures provided clearly shows that the screw was missing from the handle corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
While disassembling instruments from the robot following bone cuts, it was noticed that the screw holding the handle on the handpiece was missing. The sterile field and surrounding area was searched and the screw was found on the floor. Upon inspection of the screw it was noted that there was only a small amount of thread locking compound on the screw as shown in the attached pictures. Tka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While disassembling instruments from the robot following bone cuts, it was noticed that the screw holding the handle on the handpiece was missing. The sterile field and surrounding area was searched and the screw was found on the floor. Upon inspection of the screw it was noted that there was only a small amount of thread locking compound on the screw as shown in the attached pictures. Tka case.